Manufacturer narrative:
The reported event of no pacing output was confirmed and the reported events of inability to interrogate and premature battery depletion were not confirmed. As received, the device¿s outputs were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Testing of the hybrid circuitry indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and premature battery depletion were confirmed. As received, the device¿s outputs were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Testing of the hybrid circuitry indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing bradycardia. It was noted, during an interrogation attempt, that the pacemaker failed to be interrogated, was unable to elicit a magnet response and failed to pace due to premature battery depletion. Upon review of the merlin transmission, the pacemaker was found to have lost direct alert communication. The pacemaker was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.